Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that receiver power issue occurred. On (B)(6) 2025, it was reported that the receiver would not power on despite 4 days of charging. The patient experienced malaise and presyncope and suspected hyperglycemia. She was reportedly incapable of checking her blood glucose (bg) by fingerstick due to residual deficit from a prior stroke. The patient was presented to the emergency department (ed) and was there at the time of the call. During the time of the report, the patient had not yet been evaluated or received treatment. An attempt to call back the patient for more details about the event was unsuccessful. Of note, the phone number associated to the account reportedly did not belong to the patient. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.